Event description:
It was reported via the user facility medwatch report that, "pt undergoing bone biopsy. Bone was dense, due to cancer. Needle was being manipulated by hand and broke off. Surgeon was consulted for removal of needle." No add'l info is available.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned, so a sample eval could not be performed. Based on the info received, the results of the investigation are inconclusive and the root cause of the event is unk.